Event description:
It was reported that the patient's generator was extruding through the skin. The patient's entire vns was removed, and the explanting surgeon did not know the cause of the extrusion. The device's were discarded by the surgeon. No additional or relevant information has been received to date.